Manufacturer narrative:
Investigation of this issue and the recall activities for these lots are in progress. FDA will be notified upon additional information available.

Event description:
Four complaints were received from customers who observed an uncharacteristic odor emanating from (B)(4) (static preservation solution) solution bags and the solution itself. Related ors(organ recovery systems, inc.) Complaint numbers: (B)(4). Lots involved: sps-1_1l: pbr-0060-392, sps-1_1l: pbr-0060-386, sps-1_2l: pbr-0074-330, sps-1_2l: pbr-0074-337. In cases where the 1l and 2l were included in the complaint, the customers weren't sure which bag the odor was coming from. After initial investigation it is confirmed that the device is malfunctioned. Complaints were determined to be potentially reportable. Ors management decided to initiate a voluntary product recall in parallel with the investigation. The FDA (B)(4) was notified of the initial actions for lots pbr-0060-392 and pbr-0074-330 on 15dec16. Communication with the FDA continued throughout the investigation as the additional complaints were received and additional actions taken. Date complaint received for lot pbr-0060-386: january 11, 2017. (B)(4).